Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at an unknown time on (B)(6) 2015. The patient manages his diabetes with oral medication, including metformin tablets. He reported that he takes exercise every morning. He claimed that "1 day" after the meter stopped powering on, he developed symptoms of "tired, thirsty [and] frequent urine". He denied receiving any treatment for his symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient was unable or unwilling to answer whether meter powered on manually with a button press, whether he was using the correct test strips or whether the battery needed to be replaced. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he developed symptoms suggestive of severe hyperglycemia, after the alleged power issue began.